Event description:
It is reported that when the surgeon used the patella reamer clamp, approximately 3mm more than the set value was removed from the patella.

Manufacturer narrative:
Evaluation summary: using the item number and lot number, the manufacturing information was reviewed and the device appears to have been manufactured to specification. The device was not returned for evaluation. A probable cause of the alleged issue can not be determined due to insufficient information. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. The current condition of the device is unknown. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. The device has a potential field age of nearly 15 years. The only additional information is contained in the alleged issue description. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.